Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the top of the touch screen is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer reported the customer called back and reported the touch screen problem went away. No parts were replaced.